Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of passing out and was taken by spouse to the hospital. Customer was hospitalized on (B)(6) 2016 with blood glucose of 699 mg/dl. Customer was hospitalized due to high blood glucose. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that cannula was straight and drive support cap appeared normal. Customer declined to check for air bubbles, leaks and settings. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.